Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm f94" was confirmed in the sample evaluation. The cause of the problem was a leaking main battery. The main battery was replaced to fix the problem.

Event description:
A customer reported a flogard pump with an f94 alarm. It is unknown during which step this event occurred. There was no patient involvement, therefore, there was no report of patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.